Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. The customer stated that the up, down, and escape buttons were unresponsive, and act responded intermittently. The customer did not recall any significant events leading up to this issue. During troubleshooting, the customer received a button error alarm. Blood glucose level at the time of the incident was 98 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted. The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.